Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues reoccurred, and they acknowledged and understood this guidance.